Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was down and showed a fatal error message. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device needed full synchronization and installation of remote support service (rss). A field service engineer (fse) performed data synchronization, followed by rss installation and a firmware update. Further the fse proactively replaced the controller card for the matrix drawer due to a firmware issue and rebooted the station multiple times. The system functioned as intended after the field service engineer repaired the device.